Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a false negative esbl phenotype in association with the vitek 2 ast-n202 test kit (card). Alternate tests (etest and kirby bauer) detected esbl. Biomérieux internal investigation was conducted with two patient isolates (s1 and s2) submitted by the customer. Investigational testing included: vitek 2 gn ID to confirm organism: identification to klebsiella pneumoniae ssp pneumoniae (s1 and s2) key hole test: obtained result esbl negative (s1 and s2) combined disc: obtained result esbl negative (s1 and s2) agar dilution (ceftazidime): s1 - mic= 4mg/l intermediate s2 - mic=2mg/l intermediate etest esbl: s1 - observed esbl positive only with etest tz/tzl. This false positive result due to the phenotype hyper shv1. S2 - observed an ellipse deformation with etest pm/pml in favor of esbl positive; however, but the result does not correlate with the esbl test detection performed and also due to the phenotype hyper shv1. Vitek 2 ast-n202 (customer lot and random lot): s1 - ceftazidime mic = 2mg/l intermediate, esbl negative s2 - ceftazidime mic <= 1mg/l susceptible, esbl negative vitek 2 ast-n233/xn05: s1 - ceftazidime mic = 2mg/l intermediate, esbl negative s2 - ceftazidime mic <= 1mg/l susceptible, esbl negative the investigation reproduced the customer vitek 2 ast-n202 results of esbl negative. This is in agreement with the esbl test reference method (combined disc). The mic results for ceftazidime are in essential agreement within one doubling dilution with agar dilution (the reference method). The investigation concluded that the vitek 2 gn ID card is performing as intended in accordance with product specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report false negative esbl (extended spectrum beta lactamase) results for klebsiella pneumoniae in association with the vitek 2 ast-n202 test kit. A negative esbl result indicates susceptibility to a larger spectrum of antibiotics; a false negative esbl is synonymous with false susceptibility to those antibiotics. Confirmatory etest (ceftazidime + clavulanate) was positive for esbl. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.